Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient could not work the device, although the physician was able to work the device without issues. A new tactra malleable penile prosthesis was implanted. Following the surgery, the patient fully recovered.